Event description:
It was reported that devices were used during a laparoscopic gastric bypass. It was reported the surgeon noticed a gasket leak in two of the trocars during the procedure. New devices were opened to complete the case. There was no further consequence to the patient.